Event description:
It was reported that the burr detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery. A 1.75mm rotablator rotalink plus was selected for use. During procedure, after a non bsc microcatheter was advanced and became unable to cross the lesion, a rotawire floppy was inserted and ablation was performed with a 1.5mm rotablator burr. The rotawire was then replaced with a rotawire extrasupport and ablation was performed with the complaint device. Upon removal of the burr, dynaglide mode was activated and the rotational speed went down at 10000 to 5000 several times at the lesion; however, it was noted that the burr became separated at 3cm from the distal top of the guide catheter. A non bsc wire was passed through the gap and the distal was closed up with a 2.0 non bsc balloon which successfully retrieved the burr. The rotawire extrasupport could no longer be used thus, the procedure was completed with a different device and a 4.0/16 synergy stent was placed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. There are numerous sheath kinks. The coil is stretched and separated 9mm from the burr catheter handshake connection. The detached burr was returned to the cis lab on 03july2019 with no rotawire. The remaining portion of the coil was not returned for analysis. Microscopic examination of the detached burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The broken coil is visible in the proximal end of the burr. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. A melted ultem was noted. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detached. The 90% stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery. A 1.75mm rotablator rotalink plus was selected for use. During procedure, after a non bsc microcatheter was advanced and became unable to cross the lesion, a rotawire floppy was inserted and ablation was performed with a 1.5mm rotablator burr. The rotawire was then replaced with a rotawire extra support and ablation was performed with the complaint device. Upon removal of the burr, dynaglide mode was activated and the rotational speed went down at 10000 to 5000 several times at the lesion; however, it was noted that the burr became separated at 3cm from the distal top of the guide catheter. A non bsc wire was passed through the gap and the distal was closed up with a 2.0 non bsc balloon which successfully retrieved the burr. The rotawire extra support could no longer be used thus, the procedure was completed with a different device and a 4.0/16 synergy stent was placed. There were no patient complications reported.